Event description:
It was reported to gems that while the ge field engineer (fe) was removing the front cover with the new collapsible dolly, the left dolly collapsed and struck fe on the leg. The fe received a bruise but did not require medical treatment, therefore serious injury did not occur. The design of the dolly is being investigated for possible improvement.